Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no image was confirmed. The device evaluation found a e315 error and no image due to an internal failure in the video connector receiver, the output connector (light guide connector) was worn, and the battery was depleted. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video system center had no image. The issue was found when using enf-v3 during an intranasal examination procedure. The facility finished the procedure with a similar device. There was no report of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the phenomena, ¿no image when connected to enf-v3¿ (error even in substitute scope)], and ¿e315 occurred¿, were caused by internal failure of video connector receptacle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.